Event description:
It was reported that the insert was disassociated from the baseplate. A revision surgery will be performed.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical group concluded, no supporting clinical/medical documents have provided. Therefore a thorough investigation cannot be performed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.